Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged touchscreen) has been confirmed. However, upon investigation the monitor was displaying a code 102 (charge profile fault). The cause for the service code was an open r12 resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a damaged touchscreen. Upon investigation, a reportable malfunction was discovered.